Manufacturer narrative:
(B)(4). A complaint sample was provided for evaluation. An evaluation of the complaint sample was performed. The hardness of the instrument was measured and found to be at 47 hrc, which is within specification ((B)(4)). All of the dimensions were found to be within tolerance. The overall condition of the instrument was used condition, typical for a four year old instrument. The instrument appears to have developed a crack from the routine use of the box lock instrument. This is from the result of cold spreading and pressing back the box lock over time. With this repeated use there could be micro cracking inside of the female box lock, which is not very noticeable. During the repeated usage of instrument (tension during holding material, the cleaning and processing with chemicals, thermal expansion during autoclaving) this tiny crack would become deeper and deeper and would eventually occur on the outside surface of the box lock. A magnified picture of the broken section of the instrument shows signs of oxidation on the cracked surface. This indicates that the instrument had been processed (cleaned and sterilized) while the initial crack existed. The outside surface of the instrument is passivated to prevent corrosion and maintain the finish. The oxidation of the cross section of the break shows that over 50% of the surface was exposed when the instrument was processed. This instrument was most likely processed several times while cracked.

Manufacturer narrative:
(B)(4). The complaint instrument has not yet been returned by the customer. If the instrument is returned, an evaluation of the instrument will be performed and a follow up will be sent.

Event description:
This information was received from user facility medwatch #(B)(4). During a gynecological surgical procedure, the physician was grabbing a portion of the uterus with the kelly clamp and a portion of the clamp tip broke off at the juncture where the tips connect to the handle.  Additional information was obtained from the customer on (B)(4) 2012.  The incident occurred during a myomectomy.  The instrument broke while the physician was lifting up a portion of the uterus.  The patient was not injured as a result of the incident and no additional intervention was required.  The procedure was completed with no additional issues.  The medwatch form received from the customer lists the instrument as u2760 (kelly clamp).  Carefusion does not have this product code, however su2760 (pean artery forceps) exists.  The customer has not yet confirmed that the u2760 is correct.